Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2017 with the following findings: during investigation, there were unexplained pump reboots observed in the black box. There was no damage found to the returned battery cap or battery compartment. There was no moisture observed in the battery compartment. The battery cap measurements were found to be within specification. The returned battery cap securely tightened to the pump with no visible yellow o ring showing. The pump booted to the verification screen with audible and vibratory features. The pump was exercised for 24 hours using the returned battery cap. There were no pump reboots duplicated. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.